Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received a product associated with this event on which to perform a failure analysis investigation. As such, the probable root cause cannot yet be determined based on the information provided, however the information available suggests that the device did contribute to the customer-reported complaint. A follow-up MDR will be submitted if additional information becomes available. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the robot was undocked to x-ray the patient due to a needle being lost. The customer stated that they were able to retrieve the lost needle. The procedure was completed as planned with no reported impact to the patient. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.